Manufacturer narrative:
Analysis of the sftwr 960-152 media io (unknown serial/lot #) found that per the case description, the media io settings were updated to improve the exam visualization. Software was functioning as designed. Product event summary #fusion compact inverted pixels continuation of d11: section d information references the main component of the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the exam loaded with inverted pixels. No patient present.